Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced high blood glucose and customer alleges insulin pump was under delivering. The customer blood glucose level was 24.7 mmol/l at the time of incident. Customer treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer also reported that they performed self test and they were ale to passed the test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. No unexpected delivery anomaly noted during testing. Device functioning properly. (B)(4).